Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline communication alarms and issues with their black power cable. All connections on batteries and clips had been thoroughly cleaned and inspected with no obvious issue. Log files were sent for review. The log file confirmed driveline comm a fault alarms on 11may2025. This alarm had not interfered with pump operation. There were some low cable voltages noted on the system controller black lead. This could be caused by a poor connection or an issue with the controller black lead. The controller and modular cable were exchanged. It was noted that a photo of the modular cable¿s pins did not show any signs of fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms was confirmed via log file analysis. The root cause of the reported driveline communication faults was determined to be due to damage to the modular cable. Data was reviewed from the reported event dates of (B)(6) 2025 ¿ (B)(6) 2025. Throughout the data reviewed, intermittent, atypical low voltage hazard and power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage briefly fluctuating below the alarm voltage threshold. The driveline was disconnected on (B)(6) 2025 at 13:30, consistent with the reported controller and modular cable exchange. The alarms did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. The returned system controller (serial number: (B)(6)) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout testing, even when the controller¿s power cables were manipulated by hand. Wires within the black power cable were also measured and did not show any issues that would have contributed to the reported event. The root cause of the reported low voltage and power cable disconnect was unable to be conclusively determined through this analysis. The root cause of the reported driveline communication fault alarm was determined to be due to damage to the modular cable and could not be correlated to an issue with the system controller. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low power advisory conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.